Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system was implanted (B)(6), 2010.according to the complainant, the patient experienced pain, sustained permanent injury, underwent corrective surgery and will likely undergo additional corrective surgery.all other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.